Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor was ¿damaged¿ (ruptured). This issue was identified during an unspecified step of patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured from july 23, 2019 - july 24, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the ruptured, and no issues were noted. The reported condition was verified. The most probably cause of the bladder rupture is a manufacturing related issue; however, the exact cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.